Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume (under infusion) during therapy (altepase, programmed for 81ml/hr, intended dose was 90ml/hr). When attempted to program a loading dose and a maintenance dose the incorrect infusion parameters were entered. The customer stated that "programming requirements are unclear for vtbi and that the time of infusion displayed on initial programming is misleading. They are ignoring the time of infusion that appears on the screen following initial programming as it overestimates the true time of infusion." It was also reported there was no patient injury.